Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
Result - root cause of initial discrepant results between analyzers could not be determined. Conclusion - device evaluated and alleged failure could not be duplicated - cause of event unknown. The customer used patient samples that had been previously tested on cobas taqman (ctm) analyzer (B)(4) to conduct a validation run on ctm analyzer (B)(4) after two thermal cyclers were replaced. Three samples displayed >= 0.5 log titer differences between the two analyzers. A field service engineer then visited the site and replaced the abs lamp and successfully completed a pixel crosstalk check. After the visit, the customer conducted a second comparison study with a new set of 21 samples. The customer observed one acometrix external positive control with a higher than expected log difference (0.68 log10 difference). The customer data displayed valid results for roche controls. Though the precision data in the package insert cannot be directly applied to an external control of an unknown matrix, the observed difference was still within the existing claims for on-label sample types. A service engineer reviewed the data from both runs provided and indicated that the data did not reveal any indications of an instrument issue. No product non-conformance was identified through the investigation. The exact cause of the customer's initial discrepant results between analyzers could not be determined. It is not known if the changing of the abs lamp had any influence on the generation of discrepant results. No systemic issue was identified. The customer used multiple reagent kit lots and indicated that the complaint kit batches have been used previously without issue. The customer has continued to use the analyzers without filing any further complaints. (B)(4).

Event description:
A customer site in the us reported discrepant results up to a (B)(6) log difference with the cobas ampliprep / cobas taqman hcv test. The customer stated that the results were generated after servicing their cobas taqman instrument. Specifically, two thermal cyclers and a control board were replaced.